Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was impacted (350 mg/dl). Reportedly, the customer was using apidra insulin. During system check with tandem technical support, customer indicated that cartridge and infusion set would be changed.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.